Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (DHR) review, was not possible because the required lot code(s) was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the neutral altrx liner disassociated from the pinnacle cup in situ causing the ceramic head to articulate on the acetabular cup. A head and liner exchange was performed during the revision and stability was confirmed on the hana table by externally rotating the hip to 100 degrees and extending 20 degrees. The surgeon elected to increase head size to 40mm in effort to increase jump distance and also increased head length from a 1.5 to 5. Doi: (B)(6) 2020. Dor: (B)(6)2020. Affected side: right hip.